Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff alleged that the monopolar cautery cord connected to the monopolar curved scissors instrument sparked and then split. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The monopolar cautery cord was not returned to isi for evaluation. Per the customer reported complaint, engineering evaluation was unable to confirm the alleged issue of the monopolar cautery cord sparking and splitting. The instrument involved with this complaint was returned and evaluated. The instrument was placed on an in-house system and performed cautery functions with no trouble found. Engineering evaluation found a hairline crack at the distal end of the instrument's main tube. On (B)(4) 2013, isi contacted a surgical technician at the site to obtain additional information regarding the reported event. The surgical technician indicated that the surgical staff observed sparks coming from the cautery cord. The surgical staff resolved the issue by replacing the cautery cord and the surgeon was able to proceed with the surgical procedure using the same instrument. The surgical technician indicated that the affected cautery cord was from an unknown vendor. The surgical technician denied that there was any harm, adverse outcome, or injury to the patient or surgical staff. On (B)(4) 2013, an isi field service engineer (fse) indicated that he inspected the da vinci surgical system and was unable to replicate the issue reported by the site. The fse performed an electrical safety test with the system that passed and the values were found to be within tolerance. At the time of the fse's investigation, the affected cautery cord and instruments used during the surgical procedure were not available for investigation. On (B)(4) 2013, isi contacted the initial reporter of this complaint. The initial reporter indicated that no fragments fell into a patient.